Event description:
Healthcare professional later reported via ultrasound right side "-shell delamination and destruction." The events of "lumen & periimplant space - echodence noise" and "less then 0.4cm sized benign looking nodules and cysts" is not device related.

Event description:
Patient reported rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in anterior side assessed as surgical damage. Delamination: not observed. Cyst-ndr: not applicable as the event is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: creases is observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device has been explanted. This relates to the right side.